Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. Failure analysis also found the instrument's grip cable was frayed. The grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the wrist. Failure analysis investigation found the instrument's grip cable was derailed. One grip close cable was derailed at the distal idler pulley. The grips would still open and close, but movement was not precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys contributed to derailment. Failure analysis investigation also found the instruments distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. Failure analysis investigation also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that a broken cable was observed on the prograsp forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.